Manufacturer narrative:
The device was not returned to stryker as the device was unrepairable. The root cause was not established. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.